Manufacturer narrative:
Tracking

Event description:
It was reported that during an unknown procedure, the device could not staple completely. Another product was used to complete the case. There was no adverse consequence to the pt.